Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient that the receiver did not produce audio output on (B)(6) 2016. Patient indicated that medical intervention was required but details of the event were not provided. No additional event or patient information is available.